Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an emergency procedure, it was reported that no system movements were possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Log files analysis found that when the table was manually rotated the error message 'limited stand/table movement, sc' and 'qstop' were detected by system. In this case the system was only able to be moved with limited speed which was slower than normal movement. The error was caused by a defective connector from the footswitch and uli. The cable was replaced by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.